Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was sticking, creating the potential for unintended activation if the device is stuck in a position other than "safe."

Manufacturer narrative:
The reported event of a sticky trigger was confirmed. Service evaluation found that the trigger was hard to push in due to corrosion, but no run-on was observed. The device was repaired and returned to the customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch was sticking, creating the potential for unintended activation if the device is stuck in a position other than "safe."